Event description:
Procedure: laparoscopic sleeve gastrectomy. According to the rptr: reload cracked where it mates with the idrive adapter while attempting to position the stapler on the stomach. Reload was articulated to the left with the anvil up. Black plastic parts of the reload remained in the adapter after unloading the stapler, which was easily removed by the surgical tech. A manual endo gia and 60 purple tri staple reloads were issued and successfully deployed. There was no unintended colostomy, formal laparotomy, re-op, etc. There was no unanticipated tissue loss. There was no tissue damaged. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 mins. No device fragment fell into the pt. Synovis peristrip reinforcement material was used. Current pt status: stable.

Manufacturer narrative:
(B)(4).